Manufacturer narrative:
Batch review performed on 20 december2018, lot 121809: (B)(4). Expiration date: 2017-08-31 no anomalies found related to the problem. (B)(4).

Event description:
About 3 years after primary the surgeon revised the patient for knee infection. I&d and insert swap performed successfully.